Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not pumping insulin out. The customer's blood glucose was 200 mg/dl. The insulin pump will show the delivered but the insulin will not go to body. The insulin pump was not really pushing the insulin out once again. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device primed and seated properly when the test reservoir was detected. No prime or fill anomaly noted. (B)(4).